Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: investigation summary: the customer reported the filter was leaking, and returned one photo and physical sample of the incident. The photo verifies the failure as an air vent leak from the filter. The failure can be caused by lipid infusions when the filter becomes oversaturated; sometimes the filter cannot make it through a whole 24 hour infusion without being changed for a new set. The physical sample also verified the filter, and was shown to leak from both air vents. The filter was sent to the filter supplier, and they found no abnormalities with the filter. They defined the root cause as exposure to end user solutions that compromised the filter. A device history record review could not be performed on material 20127e because the lot number is unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set filter leaked. The following information was provided by the initial reporter: "filter was leaking."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set filter leaked. The following information was provided by the initial reporter: "filter was leaking."

Manufacturer narrative:
H6: investigation summary the customer reported the filter was leaking, and returned one photo of the incident. The photo verifies the failure as an air vent leak from the filter. The failure can be caused by lipid infusions when the filter becomes oversaturated; sometimes the filter cannot make it through a whole 24 hour infusion without being changed for a new set. The root cause is unknown without the physical sample for investigation. A device history record review could not be performed on material 20127e because the lot number is unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set filter leaked. The following information was provided by the initial reporter: "filter was leaking."